Event description:
It was reported to philips healthcare that the heartstart xl displayed a defib failure-charging circuits error (code 206) during discharge. There was no pt involvement.

Manufacturer narrative:
(B)(4).